Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal pump turned off and the display went dark. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.